Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the host computer of the system failed to establish a connection during the boot process. Upon troubleshooting fse found a network issue in the host pc's mainboard. To resolve the issue, fse replaced host pc. The defective component was returned to philips for analysis; confirmed the failure and found the bmc showed a failure message during the boot process. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to connect at boot, which can impact booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.